Event description:
It was reported that the customer experienced elevated blood glucose (bg) level not provided; cause was unknown. Reportedly, the paramedics were called due to the high bg and advised the customer to go to the hospital. The customer declined paramedic advice. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.